Event description:
It is reported that during surgery in 2008, the surgeon was trialing the pt with a size c neck provisional, the pt was stable. Upon implanted the size c neck implant, the pt was dislocating posterior. There was not an additional size c neck implant. Doctor had to implant a size j.

Manufacturer narrative:
Evaluation summary: it was alleged that the kinectiv modular neck was dislocating posteriorly after trial reduction. The modular neck and provisional were returned, both devices meet specification requirements. Details about the decision to implant a size j modular neck was not provided. Most likely, soft tissue impingement or surgical technique created some variation in seating height of the neck and provisional. The exact cause of the alleged complaint is unk and parts appear to be functioning as intended. Device history records indicate all components were manufactured and inspected to specification.